Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia cemented, catalog #: 42532007101, lot #: 63085488, cemented cr femur, catalog #: 42502006601, lot #: 62768803, ultracongruent articular surface fixed bearing, catalog #: 42512200513, lot #: 62444042, all poly patella, catalog #: 42540000035 lot #: 62984041. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05230, 0001822565-2018-05231, 0002648920-2018-00701. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient's one year follow-up bone scans show radiolucency. Additionally, patient experience patellar knee pain, especially in the knee cap while walking upstairs two years post-op.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.